Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was confirmed that the socket was missing from the system. However, the customer site has declined further service, and a replacement part will not be provided.

Event description:
A medtronic representative reported that the socket portion of the imaging system ratchet was missing. There was no patient present when this issue was identified.